Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the item had leakage.

Event description:
It was reported by the customer that the item had leakage. As per customer follow up information received via email on (B)(6) 2026, photo sample is available but there are no physical samples available today. And impact related to the use of the device was leakage and patient was not able to use any of those.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings and no sample was available for evaluation. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.